Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. The lead was explanted and replaced to address this issue.